Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/31/2015. Electrode belt: 02/05/2010.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away on (B)(6) 2016. Review of the events surrounding the patient's death indicate that the patient experienced an appropriate defibrillation event on (B)(6) 2016 at 17:37:39 in response to vf. The post-shock rhythm was bradycardia at (B)(6)bpm. The patient received a second shock at 17:56:14 during an accelerated idioventricular rhythm at (B)(6) bpm. The post-shock rhythm was an idioventricular rhythm at (B)(6) bpm. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. A non-treatable rhythm was detected at 17:56:30 and the electrode belt was disconnected at 18:05:15.